Manufacturer narrative:
Visual examination of the working element finds a small amount of charring/carbon deposits on the distal side of the actuator block coincident to the area where the electrode locks in and on the inside of the actuator block coincident to the area where the dac cord attaches to the electrode. All other functions of the unit are working as intended. The charring/carbon deposits on the actuator block were likely caused by an incomplete assembly of the electrode to the active cord. The proper procedure noted in the IFU requires the electrode to be fully inserted until it locks in place, then the cord is to be pushed into the opening and engaged with the side of the electrode tip. If the user assembles the pieces incorrectly by inserting the dac cord first followed by the electrode, the electrode cannot be forced into the jaws of the dac connector and instead is loosely butting against the connector jaws. This situation results in an intermittent connection.

Event description:
It was reported that during a transurethral resection of the prostate procedure when the device sparked and burned the surgeons glove only. No patient harm or prolonged procedure. They changed out of the cord and handpiece, the surgeon changed gloves, completed the procedure.